Event description:
The hernia repair surgery at (B)(6) hosp I was told would help. Instead my hernias have retuned. I am in constant pain, I feel numbness and tingling feeling periodically in my abdominal area and finally I am passing gas uncontrollably and constantly have residue of feces, have to use sanitary napkins. Surgery, I am told, cannot repair this condition. I feel like a walking 'time bomb' because I can develop gangrene - blood poisoning, intestinal strangulation and can even die. The hernia repair surgery I was told would help instead my hernias have retuned.